Manufacturer narrative:
The controller data was downloaded and reviewed. Data shows 22 ablations performed, confirming the report. There were 5 high balloon pressure errors (pressures peaked at 4.5 psig, and the software automatically prevented pressure from increasing) and one auto turn off error (normal at the end of a procedure). The treatment times were the correct length, e.g., the treatments set to 10-seconds are 10-seconds long and the treatments set to 5-seconds are 5-seconds long. The catheter was inspected, and a kink in the catheter shaft was noted. This kink may be related to the high balloon pressure errors. The analysis showed that the device operated within specification, and there was no evidence that a device malfunction caused or contributed to the event.

Event description:
The patient had a cryoablation procedure of 22 ablation sites and subsequently reported a 101 degree temperature. The doctor performed a CT scan, and the patient was negative for perforation. The patient was diagnosed with transmural inflammation (pleural effusion).